Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Initial reporter phone: (B)(6). The initial reporter email is not available / reported. Device evaluated by MFR: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30638976) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure, when the guidewire was advancing within the 150cm x 5cm prolwer select plus microcatheter (606s255x / 30638976), the physician felt resistance, then pushed the stent to microcatheter. The stent was impeded in the microcatheter and could no longer be advanced. The physician retracted the stent and replaced the microcatheter. The stent went through the replacement microcatheter and deployed in the patient. The procedure completed successfully. On 12-jan-2022, additional information was received. The information indicated that the guidewire was successfully used with the microcatheter prior to the reported issue. The information indicated that the target was located on the m1 segment of the right middle cerebral artery (mca). Thre was continuous flush maintained through the microcatheter. There was no damage on the microcatheter when it was removed from the patient; excessive force had not been applied to the device. Based on the additional event information provided with the target location was confirmed to be on the m1 segment of the right mca, the event has been deemed reportable as a "malfunction."

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that multiple attempts have been made to obtain the product for analysis were unsuccessful; the product investigation will be closed as no further investigation can be performed at this time. If the product is returned or additional information is provided at a later date, the file will be updated and a supplemental 3500a report will be submitted. [Conclusion]: the healthcare professional reported that during the procedure, when the guidewire was advancing within the 150cm x 5cm prowler select plus microcatheter (606s255x / 30638976), the physician felt resistance, then pushed the stent to microcatheter. The stent was impeded in the microcatheter and could no longer be advanced. The physician retracted the stent and replaced the microcatheter. The stent went through the replacement microcatheter and deployed in the patient. The procedure completed successfully. On 12-jan-2022, additional information was received. The information indicated that the guidewire was successfully used with the microcatheter prior to the reported issue. The information indicated that the target was located on the m1 segment of the right middle cerebral artery (mca). There was continuous flush maintained through the microcatheter. There was no damage on the microcatheter when it was removed from the patient; excessive force had not been applied to the device. The device has not been returned to cerenovus for analysis and therefore, no further investigation can be performed at this time. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A review of manufacturing documentation associated with this lot (30638976) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Assignment of root cause for the event remains speculative and inconclusive, based on the information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size / vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6, h.2, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.